Manufacturer narrative:
One 5f fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body. A corrective action was initiated to investigate the failure mode of the sideport detachments.

Event description:
Post procedure, the side port of the sheath detached. On (B)(6) 2025, the sheath was inserted into the patient for an ami procedure. A temporary pacing catheter was placed, and the patient was admitted to the hospital in the ward. Six days post procedure, it was noted that the side port had detached from the sheath. Since spontaneous pulse was noted, the temporary pacing catheter and sheath were removed.